Event description:
Patient reported a left rupture via ultrasound, depression/anxiety, plantar fasciitis/feet pain, "couldn't walk," and chronic pain all over. Patient also reported endometriosis/bleeding, and weight loss which are not device related. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety - product/ procedure: unable to observe since it is not related to the device. Depression: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. Other - medical: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, other-medical-ndr, depression, anxiety-product/procedure, pain, varied injuries-ndr.